Event description:
A discordant high immulite 2500 troponin result was generated on one (1) patient. Sample. The result was questioned by the laboratory. The laboratory repeated the sample and a corrected report was generated. There was no known report of treatment given or withheld based on the discordant troponin result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2500 instrument and instrument data. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.